Manufacturer narrative:
A manufacturing related cause was considered; therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The sample was not returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft. Outer sheath elongation indicated that excessive friction/ release force was present when the user tried to release the stent graft. In this case, the treatment lesion was portal vein which is an off-label used of the device. Additionally, lesion was curved and was not calcified. The lesion was pre dilated and it is not known if the device was flushed properly. The guidewire size was not specifically provided but a system compatible introducer was used during procedure. The investigation of the reported issue is confirmed. A definite root cause for the reported event could not be determined. In reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the IFU states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. Regarding treatment site, IFU states that 'vascular stent graft ¿ for use in the iliac and femoral arteries'. The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. Expiry date: 12/2021.

Event description:
It was reported that during a stent placement procedure in portal vein, the stent allegedly deployed partially. The procedure was completed using another device. There was no reported patient injury.